Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of the reported issue are off-label use, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-stimwave device, patient contraindicating conditions, and migration. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported severe pain, overstimulation in the legs, and migration in the leg towards the knee. Attempts were made at reprogramming with no success. A revision procedure was performed (B)(6) 2022. The patient was reprogrammed with minimal pain relief. The patient was directed to try new programs. A follow-up was scheduled with the patient. No additional information was provided.